Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis in a good condition. During analysis, the reported "ec44431/44510" problem was not duplicated. When the pump was powered up initially it ran normally, but when the software version was read from the "device information" menu it alarmed with 46440 - unexpected value. Subsequent power ups alarmed immediately with no display. It was noted that there was a memory fault on the printed wire assembly (pwa) and was the cause of the reported issue. Service will replace the pwa to correct the issue with the memory fault. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited "error codes 44431/44510". It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.